Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Operator states in the middle of a case when the system abs (automatic brightness sensor) was not responding correctly, causing the displayed images to be too dark. They started setting the technique manually. Next, the nexus computer seemed to freeze up, it was only displaying the last image and would not allow fluoro. The operator powered down the nexus computer and sedecal generator and the sedecal generator came back on.;however, the nexus computer will not turn on. They have tried multiple times to restart the nexus computer, it will not turn on. They completed the case with a c-arm. No reported injury. No other patient or procedural details are known.

Manufacturer narrative:
Field service engineer (fse) investigated customer report that the computer locked up during a procedure. Fse troubleshot and found that the computer hard drive had crashed. Fse replaced the hard drive following nexus service manual 710603, and the computer and generator worked normally. Fse then verified proper operation of the system per service checklist qssrwi4.3 and returned unit to the customer for service.